Manufacturer narrative:
Concomitant: product ID 37601, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2016-(B)(6), product type implantable neurostimulator. Product ID 3387s-40, lot# va0x8dj, implanted: 2015-(B)(6), explanted: 2016-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2016-(B)(6), product type extension. Product ID 3708660, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2016-(B)(6), product type extension. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for dbs therapy. It was reported the hcp removed the system (battery, leads, and extensions), due to an infection, on 2016-(B)(6). If additional information is received, a follow-up report will be submitted.